Manufacturer narrative:
No flashing medtronic logo noted. The pump passed the displacement test and self-test. Successfully downloaded history files and traces using thump. No pump error 53 alarms during testing. Pump error 53 was present in the history download on 08/23/2025 at 19:23:03.000 (file number: 709 ; line number: 1299 ) due to software error. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the electronic assembly. Isolate to electronic assembly. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked retainer, cracked belt clip rails, battery tube threads - cracked, scratched case, cracked keypad overlay and cracked case on battery side. Pump error 53 was confirmed due to software error. No moisture damage noted, isolate issue to electronic assembly. No flashing medtronic logo noted, unable to confirm display anomaly-flashing mdt logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 53(software error detected). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer reported that the pump was flashing the medtronic logo on the screen. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.